Manufacturer narrative:
The reported observation of communication issue was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally on the observation date. The device exhibited normal functionality during communication testing with a clinician programmer. No programmer logs were returned from the field for review. The receiver signal strength indictor (rssi) value during communication with a lab standard clinician programmer appeared within the expected range. Programming changes had been made while the device was in the field and on the explant date. The device was not subjected to a functional testing due to the as received condition of the header assembly having a lead tip stuck within the lead port for lead port 9-16. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced communication issue with the ipg. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, the issue was resolve with the new ipg.